Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had a fall. When they tested impedances the initial result showed the green check mark on all electrodes. When each electrode was s elected to get a detailed view of the impedances all bipolar pairs were out of range, only the case had impedance values within range. The rep asked about how to interpret the overview of the impedances showing all green check marks but some values were >4000ohms. Information about impedances was reviewed. The issue was not resolved through troubleshooting. No symptoms or patient complications were reported.